Event description:
The user reported that the monitor turned on and off. No other details regarding the nature of the event were provided. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.